Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the acetabular cup and femoral head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and pre-cautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The root cause of the patient¿s reported pain, discomfort and grinding in the hip may be associated with the heterotopic ossification. However, without complete medical records, including supporting radiographic images, lab/pathology results, and/or the analysis of the explanted components, the root cause of the reported clinical symptoms cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and associated postop pain cannot be determined, and there is no report of the patient¿s current condition, or whether the reported clinical symptoms persist. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information: g4, d4.

Event description:
It was reported that a revision surgery from the right hip was performed due to pain, discomfort and felt grinding in his hip.